Event description:
Rec'd report that tubing broke. Note with rec'd set states: "(B)(6) 2011 a pt safety was filed today in regards to this". There was no report of pt or user harm and no medical intervention was reported. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.